Event description:
Caller states a neonate patient tested 31 mg/dl on the aviva system while a comparison lab drawn at the same time returned as 47 mg/dl. The patient was treated with 10 cc of formula. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.